Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor, and nausea. Cause of high bg was not known. Customer delivered a correction bolus via the pump, administered a manual injection, and changed infusion set to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.